Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the thresholds were unstable, rising and high for the right ventricular (rv) lead. The implanting physician suspected excess slack may have led to the development of scar tissue at the screw-tissue interface, and may have resulted in the threshold issues. This suspicion was not confirmed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.